Event description:
According to the complainant, 15 days after placement, the locking adapter cracked while connecting the feeding tube to the button. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The sample was returned with a crack in the locking mechanism, the complaint has been confirmed. Several attempts have been made to replicate the cracks found in these locking mechanisms, but the testing performed to date has not replicated the failure. Therefore, the root cause is undetermined.